Event description:
Boston scientific crm received info that this right atrial (ra) lead had high threshold measurements. As a result, this ra lead was successfully repositioned. No adverse pt effects have been reported.